Event description:
The patient reported a skin irritation causing tenderness, redness, and a lump under the skin had occurred while wearing the pod for an unspecified duration of use. The patient mentioned the affected area on their arm appeared similar to a fire ant bite. The patient visited their physician and was the doctor drained the area twice. The patient did not receive a specific diagnosis and no antibiotics were prescribed. No bg levels were mentioned.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.4, hardware: iphone18.1, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.